Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Additionally, healthcare professional reported "plug strap separated, weld spot leaking."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a crease flat and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified, one sharp opening on the valve bond edge, and one striated opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. A striated opening on the radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.9., h.3., h.6.